Event description:
During ventilation there was an increase of peep value with no alarms activated according to medical staff. The pt got hypotension but final outcome is reported to be no injury. The medical staff changed the ventilator.